Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was reproduced while running the device. System error 105 was confirmed and caused by a seized motor due to a failed inner and outer gear box bearings. The failed motor assembly was replaced.